Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive, and the contrast button over-responsive. In addition, it was reported that evidence of moisture ingress was observed on the inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: visible corrosion inside the battery compartment. Leak test performed; failed due to battery compartment leak. Battery compartment crack. The keypad failed, the (ok button) unresponsive. Keypad is intact. Removed keypad to inspect under contacts; no contamination found under contacts. Unable to perform step 11 of investigation due to keypad failure. Opened pump; evidence of moisture found internally on main pcb and on the support bracket. Returned battery cap used to perform investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.